Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient attended the emergency room as they experienced palpitations. Upon device assessment it was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, triggering false atrial tachycardia (at)/atrial fibrillation (af) detections. It was noted that atrial events are falling in blanking/refractory at times and device paces when not necessary. The ra lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.